Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the abdomen between 37 and 48 hours. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied as treatment.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Upon initial drive of the ratchet gear fluid did not pass through the fluid path. A soldering iron presented brief contact with the tip of the hard cannula. After the introduction of the heating element, the fluid path was cleared of any crystalized insulin occlusion. After removal of the crystalized insulin occlusion, fluid was able to pass out the distal tip of the soft cannula. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.